Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the ipg became inoperable due to patient not charging the ipg for a year. As result, the patient may undergo surgical intervention on a later date.